Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported patient was injected to the cheek with 1 ml of unspecified juvéderm® voluma. A year later patient developed inflammation and edema in the left cheek. An MRI and tac were performed and ¿discarded other pathologies¿ therefore ¿it follows¿ that hyaluronic acid caused this adverse event. Patient was prescribed antibiotic, corticoid, and analgesics. Symptoms are ongoing.